Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Device investigation summary: during visual inspection of the device it was observed with no apparent damage. Leak testing was performed and it revealed a tear in the anterior view, measuring approximately 0.1 cm. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient of unknown age who underwent breast augmentation revision with a 460cc mentor smooth round high profile saline breast prosthesis on the left side, suffered deflation post-operatively. As a result, the patient underwent removal and replacement with an unspecified mentor gel implant on (B)(6) 2020.